Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/20/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: a review of the black box data showed multiple replace battery alarms. A visual inspection of the pump showed that the battery compartment was cracked. The pump powered on normally. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Evidence of moisture corrosion was found behind the display lens and throughout the pump. The complaint could not be fully investigated due to these issues. The pump failed a leak test at the cartridge compartment.